Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl at the time of incident. The customer also reported feeling ill. The customer also reported they were at the hospital at the time of the call. The customer treated their blood glucose with a manual injection. Customer declined to troubleshoot for their blood glucose. Customer declined to return the product for analysis.